Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient. The customer reported there was no patient harm. The customer reported to the manufacturer's service technician that the ventilator's circuit breakers were found in the off position. The service technician reset the breakers to the on position prior to service being requested. If the mains ac circuit breaker is in the off position, there is no ac power to the ventilator. If alternate battery power is not available the ventilator will shut down and alarm. The ventilator diagnostic log showed the device had been running on backup battery power which became depleted during extended use. The backup battery functioned until it depleted causing the ventilator to shut down and alarm as specified. The service technician could not determine how both circuit breakers were found in the off position. Extended self testing (est) and performance verification testing were completed and all tests passed to specifications.